Event description:
The customer states that: "during exams, equipment is turning off by itself and is giving a message". "Digital is not available".

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.